Manufacturer narrative:
Philips service replaced the defective optical cable and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that x-ray was not possible due to a defective optical cable on an azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.